Event description:
Additional information received from the hcp reported the cause of the por remained unknown. The device was reprogrammed by the manufacturing representative and the patient was scheduled for an appointment with the hcp in 6 weeks.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had been feeling peculiar lately since (B)(6) 2015 and it was discovered while at their managing health care provider's (hcp's) office on (B)(6) 2016 that the patient programmer was showing a power on reset (por) message. The hcp did not know what this meant, so they attempted to contact the manufacturer representative, but had not heard back from them yet. The patient clarified that by peculiar they meant they went from having fecal incontinence to being constipated. The patient had a nerve ablation procedure done around november and had an implantable neurostimulator (ins) site revision on (B)(6) 2015. The manufacturer representative was not present at the revision surgery and the patient wondered if the por occurred at that time and no one thought to check their ins before they went home from surgery. The patient would call their hcp. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.